Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, a decrease in the sensing and an increase in the capture threshold resulting in a loss of capture was observed on the right ventricular (rv) lead. During the revision procedure, the helix of the rv lead was unable to extend, so the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece for analysis with the helix retracted and clogged with blood/tissue. The reported events of inadequate capture, failure to capture and r-wave amplitude variation were not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The reported event of the fixation mechanism not working was confirmed. Visual inspection and x-ray examination of the lead revealed the inner coil over-torqued in the connector region. After cleaning the helix region of blood/tissue and applying torque directly to the inner coil, the helix was able to extend and retract. The extended helix was measured to be within product specification. The cause of the reported event of the fixation mechanism not working was isolated to an over-torqued inner coil at the connector region consistent with procedural damage. The other damage noted on the lead is consistent with procedural damage.